Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 1.5 and 110.0 cm from the proximal end. The embolization coil was detached from its pusher assembly. The introducer sheath had coagulated blood inside. Conclusions: evaluation of the returned pod8s revealed detached embolization coils. The devices were unable to be functionally tested for their ability to re-sheath due to being detached from the pusher assembly. There were no offset coil winds on the returned pod8s. The root cause of the inability to retract the pod8s into their introducer sheaths during the procedure could not be determined. If the pod8s are retracted against resistance, detachment of the embolization coil may occur. This resistance was likely a result of the reported inability to re-sheath the coils. Further evaluation revealed kinks on both pod8s and a fracture on one of the pod8s. These damages were likely incidental to the complaint and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02417.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8s. It was noted that the patient¿s anatomy was tortuous. During the procedure, two pod8s were advanced into a non-penumbra microcatheter, but were retracted and removed. In an attempt to re-sheath the pod8s outside of the patient¿s body, the pod8s would not advance and detached from their pusher assemblies. The procedure was completed using a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.